Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 25 and the battery life was less than a week. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alarm. The power management tool confirmed power error 25, low battery alarm was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump error 63 alarm confirmed in the pump history and during self test due to broken trace on the keypad assembly. Unit was received with cracked case at corner of the belt clip rails, scratched case and minor scratched lcd window.